Manufacturer narrative:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during a procedure. The nature of the procedure was not disclosed. The customer confirmed that there was no delay to patient care. Required medication drawers were accessible during the malfunction. Customer reported that there was no patient or user harm. This event is recorded in complaint number (B)(4). A technical support specialist evaluated the device and applied knowledge article (B)(4) (medes/pas - med app won't auto launch). The technical support specialist confirmed that the device's applications loaded correctly. Customer verified the device is working as intended.

Event description:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during a procedure. The nature of the procedure was not disclosed. The customer confirmed that there was no delay to patient care. Required medication drawers were accessible during the malfunction. Customer reported that there was no patient or user harm.

Event description:
The customer reported that a pyxis anesthesia es system unexpectedly stopped responding during a procedure. The nature of the procedure was not disclosed. The customer confirmed that there was no delay to patient care. Required medication drawers were accessible during the malfunction. The customer reported that there was no patient or user harm.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with corrections/additional information: a1, b5, d4, g1, h6 and h11 a review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 18-may-2020 to 18-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was out of service. A technical support specialist found station was on login screen with cfnadmin and cfnapp ID and logon as cfnapp, booted up the station that loaded the pyxis apps to resolve the issue. The system functioned as intended after assessed by the technical support specialist.